Event description:
The patient underwent elective atrial fibrillation (af) ablation, using the boston scientific polarx cryoballoon system. The procedure was unremarkable, with standard two freezes in each pulmonary vein. We maintained esophageal temperature probe throughout the case- lowest esophageal temperature was 26.2c. Approximately 3 weeks later, she presented to a satellite hospital with rigors, found to have group b strep bacteremia, and she passed away less than 48 hours later due to complications from cardioesophageal fistula, which was the direct result of the procedure.